Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is cair. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number. The reported lot# 20j12-tdp was not found for the reported catalog# el-nc1000. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 bd neutraclear¿ needle-free connectors leaked when attached to the stopcock. The following information was provided by the initial reporter: "leakage when attached to stopcock (biometrix)"

Event description:
It was reported that 2 bd neutraclear¿ needle-free connectors leaked when attached to the stopcock. The following information was provided by the initial reporter: "leakage when attached to stopcock (biometrix)".

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted MFR report# 2243072-2022-02083 was sent in error. This device is manufactured in a facility that does not manufacture devices for the us market. These devices are sold outside of the us and are not similar to bd devices registered or sold in the us. Therefore, this is exempt from us FDA reporting requirements.